Event description:
It was reported that the supera self expanding stent (ses) was implanted in the common femoral/external iliac artery. Some time later, the stent occluded due to progressive peripheral artery disease. The patient experienced rest pain. No treatment was provided and the patient will follow up. No additional information was provided.

Manufacturer narrative:
B3, d6a: dates are estimated the device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a review of the device history record (DHR) and complaint handling database could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown because the part number and lot number was not provided. The reported patient effect(s) of occlusion and pain is listed in the supera peripheral stent systems instructions for use as a potential adverse effect.